Event description:
It was reported that device embolization and explantation occurred. A pre-procedure transesophageal echocardiogram (tee) ruled out thrombi prior to the procedure, yet measurements of the ostium and depth of the left atrial appendage (laa) were not taken. A laa closure procedure was being performed using only angiography for imaging. Local sedation at the groin area was administered, with no further sedation given. Transseptal puncture was performed, and the laa was visualized for the first time via angiography using contrast medium in two planes. 7,000u of heparin was administered. A non-boston scientific (bsc) stiff guidewire was inserted and placed in the pulmonary vein. The transseptal sheath was then replaced with a watchman fxd curve access system (was). A pigtail catheter was inserted and navigated into the laa. This was followed by visualization in the angiogram using contrast medium in two planes. A 31mm watchman flx closure device and delivery system (wds) were advanced, the flxball formed under retraction, and deployed. The wds was then visualized in two planes in the angiogram using contrast medium. It was noted the row of hooks on the wds to the mitral valve was not anchored and no compression could be seen angiographically. The closure device was released from the core wire of the wds and the closure device immediately embolized. The patient remained stable. The closure device settled in the left ventricle. The patient was transported to the nearest hospital for surgical intervention but developed shortness of breath and required intubation. The closure device was then noted to be stuck in the mitral valve, so the patient was stabilized and finally taken to the cardiac surgery department where open heart surgery was performed, the closure device explanted, and the laa was surgically ligated. The patient then died from complications post open heart surgery. The date of death or official cause of death is unknown.

Event description:
It was reported that device embolization and explantation occurred. A pre-procedure transesophageal echocardiogram (tee) ruled out thrombi prior to the procedure, yet measurements of the ostium and depth of the left atrial appendage (laa) were not taken. A laa closure procedure was being performed using only angiography for imaging. Local sedation at the groin area was administered, with no further sedation given. Transseptal puncture was performed, and the laa was visualized for the first time via angiography using contrast medium in two planes. 7,000u of heparin was administered. A non-boston scientific (bsc) stiff guidewire was inserted and placed in the pulmonary vein. The transseptal sheath was then replaced with a watchman fxd curve access system (was). A pigtail catheter was inserted and navigated into the laa. This was followed by visualization in the angiogram using contrast medium in two planes. A 31mm watchman flx closure device and delivery system (wds) were advanced, the flxball formed under retraction, and deployed. The wds was then visualized in two planes in the angiogram using contrast medium. It was noted the row of hooks on the wds to the mitral valve was not anchored and no compression could be seen angiographically. The closure device was released from the core wire of the wds and the closure device immediately embolized. The patient remained stable. The closure device settled in the left ventricle. The patient was transported to the nearest hospital for surgical intervention but developed shortness of breath and required intubation. The closure device was then noted to be stuck in the mitral valve, so the patient was stabilized and finally taken to the cardiac surgery department where open heart surgery was performed, the closure device explanted, and the laa was surgically ligated. The patient then died from complications post open heart surgery. The date of death or official cause of death is unknown. It was further reported the laa was a windsock shape. The laa was also not sealed upon deployment of the wds as one side of the device was not anchored in the ostium causing a leak, but leak was unable to be measured due to the absence of tee.

Manufacturer narrative:
H6 evaluation method code added: analysis of information provided by user/third party h6 evaluation conclusion code updated from cmc-no problem detected to failure to follow instructions medical media was provided to aid in the investigation and was reviewed by members of the bsc medical safety team. The media review report concluded: fluoroscopy still images and video clips were submitted for review. The media showed contrast injection of the laa in several projections and measurements of the laa (about 26-28mm, if correct would yield low outside of range compression). A pigtail catheter was advanced into the laa. Later the watchman flx closure device was deployed in the laa. The shape of the closure device showed no compression with a flat distal face. There seemed to be a shoulder and insufficient engagement on the inferior side of the closure device. The closure device embolization to the left ventricle was not shown in the media provided. In conclusion, this was a fluoroscopy only procedure and release criteria were not met. The closure device sizing and positioning was inadequate and contributed to the acute device embolization.

Manufacturer narrative:
B5: information added. H6 device code added: difficult to open or close.

Event description:
It was reported that device embolization and explantation occurred. A pre-procedure transesophageal echocardiogram (tee) ruled out thrombi prior to the procedure, yet measurements of the ostium and depth of the left atrial appendage (laa) were not taken. A laa closure procedure was being performed using only angiography for imaging. Local sedation at the groin area was administered, with no further sedation given. Transseptal puncture was performed, and the laa was visualized for the first time via angiography using contrast medium in two planes. 7,000u of heparin was administered. A non-boston scientific (bsc) stiff guidewire was inserted and placed in the pulmonary vein. The transseptal sheath was then replaced with a watchman fxd curve access system (was). A pigtail catheter was inserted and navigated into the laa. This was followed by visualization in the angiogram using contrast medium in two planes. A 31mm watchman flx closure device and delivery system (wds) were advanced, the flxball formed under retraction, and deployed. The wds was then visualized in two planes in the angiogram using contrast medium. It was noted the row of hooks on the wds to the mitral valve was not anchored and no compression could be seen angiographically. The closure device was released from the core wire of the wds and the closure device immediately embolized. The patient remained stable. The closure device settled in the left ventricle. The patient was transported to the nearest hospital for surgical intervention but developed shortness of breath and required intubation. The closure device was then noted to be stuck in the mitral valve, so the patient was stabilized and finally taken to the cardiac surgery department where open heart surgery was performed, the closure device explanted, and the laa was surgically ligated. The patient then died from complications post open heart surgery. The date of death or official cause of death is unknown. It was further reported the laa was a windsock shape. The laa was also not sealed upon deployment of the wds as one side of the device was not anchored in the ostium causing a leak, but leak was unable to be measured due to the absence of tee.